Manufacturer narrative:
Name and address: phone: (B)(6). Occupation: sister. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to a percutaneous nephrolithotomy (pcnl) procedure, two ngage nitinol stone extractor's baskets would not close completely. There was no visible damage to the packaging. The issue was noted prior to insertion into the patient, and the device was tested prior to use in the uncoiled position. A laser was intended to be used during the procedure. There was nothing noted in the patient's anatomy that would have kept the basket from opening or closing. A new basket was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation: kreiskliniken böblingen ggmbh informed cook on 08apr2022 of an incident involving two ngage nitinol stone extractors, nge-022115-mb from lot # 14496223. It was reported that the devices would not close before use during a percutaneous nephrolithotomy procedure. Another similar device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control, as well as a visual inspection, and functional test were conducted during the investigation. A device failure analysis was conducted on the returned devices. Two devices returned in open pouches without shipping trays. Both devices were found to have a basket that was open and could not be closed. The handles were removed from the basket assemblies, and the baskets could not be manually closed. No significant damage to the devices were observed that would have caused the inability of the baskets to close. Additionally, a document-based investigation evaluation was performed. Cook completed a review of the product device master record. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. In response to this incident the device history record for lot# 14496223 was reviewed and there were no related non-conformances. A lot history search found no other complaints were reported for this lot. Because there were no related non-conformances, adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other lot related complaints had been received from the field, it was concluded that there was no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The product IFU, t_shef_rev1 provides the following information: important: excessive force could damage device. Based on the information provided, inspection of the returned device, and the results of the investigation, it was determined that a cause of this event could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.